Manufacturer narrative:
A lumenis service engineer visited the site two (2) day after the reported event and examined the laser system. The engineer found 15a fuse on main transformer tripped, reset the breaker and replaced the cooling pump . Completed a pm, performed safety checks; verifying the system is working within manufacturer specifications and is ready for use. A two year historical review of similar complaints revealed that the same "15a circuit breaker tripping" during a procedure has not led to serious injury in the past. To date lumenis is unaware of such events ever having led to injury. A review of the subject device DHR confirmed that the subject device was manufactured and tested according to relevant procedures, tested before release, and shipped according to manufacturer's specifications. The system was manufactured on 2-feb-2016 and installed at the customers site on (B)(6) 2016. A review of subject device product risk file ((B)(4)) revealed risk # 2.4.2; "system failure" which has the potential to lead to prolonged procedure -or- ineffective treatment, which may require re-operation. The risk has been quantified and found to be remote, and the risk has been characterized and documented as acceptable within a full risk assessment. In this case, the patient was awakened from anesthesia, the procedure was cancelled, although there was no report of injury associated with this event, lumenis believes that subjecting a patient to another round of anesthesia carries inherent risks, and in an abundance of caution, lumenis is reporting this event. Gso expert indicates root cause is most likely a 15a circuit breaker which may be too sensitive to the cooling temperature. Unrelated to this event; as part of lumenis' commitment to continuous improvement, an improved circuit breaker was released through eco-(B)(4) . (B)(4).

Event description:
A user facility reported that during a left ureteroscopy with lithotripsy and basket removal procedure in which a lumenis pulse 120h laser was being utilized, the display presented errors 188,58 and the laser could no longer be used. Unable to complete the procedure, the patient was awakened from general anesthesia and the case needed to be rescheduled. No report of patient complications was received, and no report was received alleging the device malfunction caused or contributed to any change in the patient's condition.